Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient with uterine adenomyosis underwent laparoscopic hysterectomy under general anesthesia. Anesthesia items were prepared before the start of anesthesia. The tracheal tube connector was found to be disconnected. The anesthesia was immediately replaced and smoothly administered without an adverse effect. The reason for the analysis was that the tracheal tube was produced or transported, and a new tracheal tube was replaced in time for anesthesia.